Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. Rep was in the case. Doctor placed all the clips and they appeared to be fine. He removed the gallbladder and went to irrigate around the liver bed. When he was suctioning a clip was touched with the suction irrigation probe and came right off. The entire clip had space and was not completely closed. The clip was on the patient side and was not replaced since there were other clips. The trocar was used with the clip applier. The clip was fully load into the jaws upon actuation. The trigger was squeezed "plastic to plastic. The surgeon fully skeletonized the vessel prior to using the clip applier. The procedure was done using standard lap techniques. Clip applier available for return. No photos or video available. Patient status: no harm to the patient.

Event description:
Procedure performed: lap chole. Rep was in the case. Doctor placed all the clips and they appeared to be fine. He removed the gallbladder and went to irrigate around the liver bed. When he was suctioning a clip was touched with the suction irrigation probe and came right off. The entire clip had space and was not completely closed. The clip was on the patient side and was not replaced since there were other clips. The trocar was used with the clip applier. The clip was fully load into the jaws upon actuation. The trigger was squeezed "plastic to plastic. The surgeon fully skeletonized the vessel prior to using the clip applier. The procedure was done using standard lap techniques. Clip applier available for return. No photos or video available. Patient status: no harm to the patient.

Manufacturer narrative:
Investigative summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, the exact root cause of the reported event could not be confirmed. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.